Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system presented an infection. This crt-d and three leads were explanted and replaced. There were no additional adverse effects reported.